Event description:
The pt underwent an arthroscopic rotator cuff repair procedure using a speedstitch plus knotless implant. Allegedly the speedstitch implant snapped while tensioning. While trying to disengage the implant from the inserter handle the distal end of the implant broke off and remained in the pt¿s bone. No attempt was made to retrieve the piece. A second implant was placed in the same bone hole and the procedure was completed without pt injury or adverse effect.

Manufacturer narrative:
The pt¿s age and gender have been requested but were not received.